Event description:
The customer reported that the device was power cycling. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was power cycling. There was no report of pt involvement. The device was evaluated at the philip repair bench and the failure was verified. Replacement of the processor pca resolved the failure. The device passed all post-servicing testing and will be shipped back to the customer site. We are considering this failure a malfunction of the processor pca. See scanned page.